Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process.   Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by the wife of the end user that there was a pus opening at 7-8 o'clock on peristomal skin that was originally draining white yellow pus, now draining milky fluid. She stated this opening has been present for three (3) weeks and includes a firm area beneath the opening. She states the end user has been seeing a physician at a wound center and was prescribed lamisil, nystatin and duoderm as well as orders for a CT scan. No results of the CT scan have been provided to date. No diagnosis has been given, however, complainant states the opening has gotten smaller in the last 3 weeks since going to the wound center. The end user has been changing the wafer daily as it relates to all the drainage from the opening. Because of the drainage, the skin is getting red that extends out approximately 2 inches from the stoma. Photos depicting the reported complaint issue were provided. No further details have been provided.